Manufacturer narrative:
Returned disposables were received in used physical condition. No discrepancies were observed on the samples. Leak testing on the sample received was performed to look for unusual functions; a leak was observed fleeing from the air vent of the filter in the sample. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd administration set leaked. The leak was noticed during delivery from the air elimination filter. There was no reported injury to the patient.